Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture design, or labeling.

Event description:
Adverse event: death. Onset of adverse event: approximately 17 months post procedure,. Device issue: none. It was reported, via trial, that approximately 17 months post a left main coronary artery stenting procedure with a xience stent, the patient expired. Cause of death was cardiac arrest from pre-existing causes of arteriosclerotic heart disease, congestive heart failure and diabetes. The patient died at a nursing home and no autopsy will be performed. Although requested, there was no additional information provided.